Event description:
It was reported by the attorney that the plaintiff underwent a bilateral augumentation mammoplasty surgery in december of 1995. In the course of the surgery, vicryl sutures were used. The attorney alleges that the plaintiff suffered a post operative infection and unspecified injury. No other info was provided.